Manufacturer narrative:
The reported event of ¿signal artifact/noise¿ could not be confirmed. As received, the device was above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, battery assessment and crosstalk/noise test indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the pacemaker exhibited noise. The pacemaker was explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of ¿signal artifact/noise¿ could not be confirmed. As received, the device was above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, battery assessment and crosstalk/noise test indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.